Manufacturer narrative:
The reported event was confirmed by x-rays provided for evaluation. A device inspection was not possible since the affected device was not returned. The medical opinion of a medical expert was requested to evaluate the risk of this event: ¿there may be factors contributing to this event. First, there is no bone support for the stem proximal to the junction between the distal border of the spacer and the proximal border of the distal stem. The cement mantle is just below this junction. Second, axial rotational forces will be transmitted via the proximal body, and the fact that the distal stem is fixed in the cement in the humerus, and the rest of the assembly is not, may be a factor that contributed to this event.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a shoulder surgery. Sometime post-op the locking cap/assembly screw failed causing the prosthesis to disassemble in-situ. The patient will need to undergo a revision procedure to correct the problem. Update: the patient had low activity level. The t20 screwdriver was used first followed by using the t20 driver bit and torque limiting handle to complete the assembly of the prosthesis. Info not available when patient was made aware of failure. No remarkable circumstances were present when used. The revive humeral was used because of a fracture to the proximal humerus.

Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder surgery. Sometime post-op the locking cap/assembly screw failed causing the prosthesis to disassemble in-situ. The patient will need to undergo a revision procedure to correct the problem.